Event description:
It was reported to medtronic minimed that the customer experienced exposed to magnetic field. The customer reported hyperglycemia, hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-7911na. Troubleshooting was not performed. No further patient complications were reported. Mmt-1884l was requested and customer response was the device will be returned. Mmt-7911na was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason for the complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. However, the unit had failed the occlusion test even after multiple attempts to pass the unit. The unit was isolated from the motor assembly. During the download history review, no relevant alarms were confirmed in the download history files to confirm the reason code. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies were noted. The following cosmetic damages were noted: cracked battery tube, stained keypad overlay, scratched case, pillowing keypad overlay, missing display window cover, battery cap contact missing, and broken battery cap. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern of MRI/magnetic field exposure. No relevant alarms were noted in the download history review. However, the unit had failed its occlusion test, thus isolating the unit to its motor assembly and confirming customer's concern of low/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.